Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found that the functional test failed. The instrument did not show any exposed blade, conduct wire damage and snake wrist damage. There was some biodebris found at the instrument tip. The jaw gap test failed. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the vessel sealer not sealing could likely cause or contribute to an adverse event, if the malfunctions were to recur.

Event description:
It was reported that during a da vinci splenectomy procedure, the endowrist one vessel sealer instrument would not seal. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. There were no reports of any fragment(s) falling into the patient. On (B)(4) 2015, intuitive surgical, inc. (Isi) obtained the following additional information from the customer: the vessel sealer instrument did not seal, the generator occasionally gave the happy beeps and sometimes it did not. The sealing cycle was approximately three seconds, then about six seconds. The system did not give any errors or messages that the vessel sealer is not sealing. The surgeon attempted to use the cut function a couple of times. There was no bleeding. There was no patient injury.